Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and cerebrospinal fluid leakage ("spinal leak") in an adult female patient who had essure (batch no. 626398) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included abdominal pain. Concurrent conditions included hypertension. Concomitant products included antihypertensives. In 2008, the patient had essure inserted. In 2011, the patient experienced urinary incontinence ("bladder or urinary problems or changes: cant hold urine"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), cerebrospinal fluid leakage (seriousness criterion medically significant), back pain ("severe back pain"), adverse event ("abnormal symptoms"), epidural blood patch ("blood patch"), hirsutism ("hormonal changes: facial hair growth") and abdominal pain lower ("lower left abdomen pain"). The patient was treated with surgery (bilateral salpingectomy and/or hysterectomy to remove the essure device) and surgery (blood patch). Essure was removed in (B)(6) 2013. At the time of the report, the abdominal pain, cerebrospinal fluid leakage, back pain, adverse event, epidural blood patch and abdominal pain lower outcome was unknown and the hirsutism and urinary incontinence had not resolved. The reporter considered abdominal pain, abdominal pain lower, adverse event, back pain, cerebrospinal fluid leakage, epidural blood patch, hirsutism and urinary incontinence to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). If she had her essure removed, did any of the injuries or symptoms she claim resulted from essure decrease or resolve following essure removal: no expiration date - 2009-2011. Date of insertion discrepancy - 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirming full occlusion of fallopian tubes. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s social media: cerebrospinal fluid leakage , epidural blood patch. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-nov-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and cerebrospinal fluid leakage ("spinal leak") in an adult female patient who had essure (batch no. 626398) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included abdominal pain. Concurrent conditions included hypertension. Concomitant products included antihypertensives. In 2008, the patient had essure inserted. In 2011, the patient experienced urinary incontinence ("bladder or urinary problems or changes: cant hold urine"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), cerebrospinal fluid leakage (seriousness criterion medically significant), back pain ("severe back pain"), adverse event ("abnormal symptoms"), epidural blood patch ("blood patch"), hirsutism ("hormonal changes: facial hair growth") and abdominal pain lower ("lower left abdomen pain"). The patient was treated with surgery (bilateral salpingectomy and/or hysterectomy to remove the essure device) and surgery (blood patch). Essure was removed in (B)(6)2013. At the time of the report, the abdominal pain, cerebrospinal fluid leakage, back pain, adverse event, epidural blood patch and abdominal pain lower outcome was unknown and the hirsutism and urinary incontinence had not resolved. The reporter considered abdominal pain, abdominal pain lower, adverse event, back pain, cerebrospinal fluid leakage, epidural blood patch, hirsutism and urinary incontinence to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4) if she had her essure removed, did any of the injuries or symptoms she claim resulted from essure decrease or resolve following essure removal: no expiration date - 2009-2011. Date of insertion discrepancy - 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirming full occlusion of fallopian tubes. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s social media: cerebrospinal fluid leakage , epidural blood patch. Most recent follow-up information incorporated above includes: on 18-oct-2018: pfs received. Reporters information updated. Events:hormonal changes: facial hair growth, cant hold urine and lower left abdomen pain were added. Concomitant disease, historical condition, lab data were added. Lot number added. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain') and cerebrospinal fluid leakage ('spinal leak') in an adult female patient who had essure (batch no. 626398, 626388) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain. In 2009 patient underwent essure confirmation test via dye test. Result- total bilateral occlusion. Previously administered products included for an unreported indication: depo-provera from 2004 to 2006. Concurrent conditions included hypertension. Concomitant products included antihypertensives. On (B)(6) 2008, the patient had essure inserted. In 2011, the patient experienced hirsutism ("hormonal changes: facial hair growth") and urinary incontinence ("bladder or urinary problems or changes: cant hold urine"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), cerebrospinal fluid leakage (seriousness criterion medically significant), back pain ("severe back pain"), adverse event ("abnormal symptoms") and abdominal pain lower ("lower left abdomen pain") and underwent epidural blood patch ("blood patch"). The patient was treated with surgery (bilateral salpingectomy and/or hysterectomy to remove the essure device and blood patch). Essure was removed in may 2013. At the time of the report, the abdominal pain, cerebrospinal fluid leakage, back pain, adverse event, epidural blood patch and abdominal pain lower outcome was unknown and the hirsutism and urinary incontinence had not resolved. The reporter considered abdominal pain, abdominal pain lower, adverse event, back pain, cerebrospinal fluid leakage, epidural blood patch, hirsutism and urinary incontinence to be related to essure. The reporter commented: cross referenced with plaintiff case number : 2017-001893 if she had her essure removed, did any of the injuries or symptoms she claim resulted from essure decrease or resolve following essure removal: no expiration date - 2009-2011. Date of insertion discrepancy - 2009. Date of removal discrepancy- 2010(as per pfs). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: confirming full occlusion of fallopian tubes.. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s social media: cerebrospinal fluid leakage , epidural blood patch. Most recent follow-up information incorporated above includes: on 14-nov-2019: pfs received. Lot number was added. Historical drug was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain') and cerebrospinal fluid leakage ('spinal leak') in an adult female patient who had essure (batch no. 626398, 626388-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain. In 2009 patient underwent essure confirmation test via dye test. Result- total bilateral occlusion. Previously administered products included for an unreported indication: depo-provera from 2004 to 2006. Concurrent conditions included hypertension. Concomitant products included antihypertensives. On (B)(6) 2008, the patient had essure inserted. In 2011, the patient experienced hirsutism ("hormonal changes: facial hair growth") and urinary incontinence ("bladder or urinary problems or changes: cant hold urine"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), cerebrospinal fluid leakage (seriousness criterion medically significant), back pain ("severe back pain"), adverse event ("abnormal symptoms") and abdominal pain lower ("lower left abdomen pain") and underwent epidural blood patch ("blood patch"). The patient was treated with surgery (bilateral salpingectomy and/or hysterectomy to remove the essure device and blood patch). Essure was removed in (B)(6) 2013. At the time of the report, the abdominal pain, cerebrospinal fluid leakage, back pain, adverse event, epidural blood patch and abdominal pain lower outcome was unknown and the hirsutism and urinary incontinence had not resolved. The reporter considered abdominal pain, abdominal pain lower, adverse event, back pain, cerebrospinal fluid leakage, epidural blood patch, hirsutism and urinary incontinence to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4) if she had her essure removed, did any of the injuries or symptoms she claim resulted from essure decrease or resolve following essure removal: no expiration date - 2009-2011. Date of insertion discrepancy - 2009. Date of removal discrepancy- 2010(as per pfs). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: confirming full occlusion of fallopian tubes. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s social media: cerebrospinal fluid leakage , epidural blood patch. Most recent follow-up information incorporated above includes: on 26-nov-2019: update of information (batch is not valid). On 18-nov-2019: pfs received. No new information added. No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and cerebrospinal fluid leakage ("spinal leak") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), cerebrospinal fluid leakage (seriousness criterion medically significant), back pain ("severe back pain"), adverse event ("abnormal symptoms") and epidural blood patch ("blood patch"). The patient was treated with surgery (bilateral salpingectomy and/or hysterectomy to remove the essure device) and surgery (blood patch). Essure was removed in (B)(6) 2013. At the time of the report, the abdominal pain, cerebrospinal fluid leakage, back pain, adverse event and epidural blood patch outcome was unknown. The reporter considered abdominal pain, adverse event, back pain, cerebrospinal fluid leakage and epidural blood patch to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirming full occlusion of fallopian tubes. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s social media: cerebrospinal fluid leakage , epidural blood patch. Most recent follow-up information incorporated above includes: on 2-feb-2018: content from medical records via social media received. New events 'spinal leak and blood patch" were added. New reporters were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain') and cerebrospinal fluid leakage ('spinal leak') in a 31-year-old female patient who had essure (batch no. 626398, 626388-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain. In 2009 patient underwent essure confirmation test via dye test. Result- total bilateral occlusion. Previously administered products included for an unreported indication: depo-provera from 2004 to 2006. Concurrent conditions included hypertension. Concomitant products included antihypertensives. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding(vaginal, menorrhagia)"), 2 years 4 months after insertion of essure. In 2011, the patient experienced hirsutism ("hormonal changes: facial hair growth") and urinary incontinence ("bladder or urinary problems or changes: cant hold urine"). On (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), cerebrospinal fluid leakage (seriousness criterion medically significant), back pain ("severe back pain"), adverse event ("abnormal symptoms") and abdominal pain lower ("lower left abdomen pain") and underwent epidural blood patch ("blood patch"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy and blood patch). Essure was removed on (B)(6) 2013. At the time of the report, the abdominal pain, cerebrospinal fluid leakage, back pain, adverse event, epidural blood patch, abdominal pain lower, vaginal haemorrhage, menorrhagia and pelvic pain outcome was unknown and the hirsutism and urinary incontinence had not resolved. The reporter considered abdominal pain, abdominal pain lower, adverse event, back pain, cerebrospinal fluid leakage, epidural blood patch, hirsutism, menorrhagia, pelvic pain, urinary incontinence and vaginal haemorrhage to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). If she had her essure removed, did any of the injuries or symptoms she claim resulted from essure decrease or resolve following essure removal: no expiration date - 2009-2011. Date of insertion discrepancy - 2009. Date of removal discrepancy- 2010(as per pfs). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: confirming full occlusion of fallopian tubes.; in 2009: results: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2008: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s social media: cerebrospinal fluid leakage , epidural blood patch. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: fu & 8 proceeded together.pfs received: new events- abnormal bleeding(vaginal, menorrhagia), pelvic pain were added. Lab test was added. On (B)(6) 2019: fu & 8 proceeded together. Mr received; reporters were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain") and adverse event ("abnormal symptoms"). The patient was treated with surgery (bilateral salpingectomy and/or hysterectomy to remove the essure device). Essure was removed in (B)(6) 2013. At the time of the report, the abdominal pain, back pain and adverse event outcome was unknown. The reporter considered abdominal pain, adverse event and back pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirming full occlusion of fallopian tubes. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.